Event description:
It was reported to medtronic neurosurgery that a contour valve did not flow during the preimplantation test. A new valve was used to complete the surgery. The pt was reported to be recovering.

Manufacturer narrative:
The valve was patent. It met requirements for the leakage and reflux test. It did not meet all of the requirements for the pressure-flow and preimplantation tests. Crystalline debris was observed in the interior of the valve. Debris within the valve can hold pressure-flow controlling mechanisms open resulting in low pressure-flow controlling mechanisms open resulting in low pressure-flow results. The instructions for use that accompanies the device cautions that particulate matter in solutions used to test valves may result in improper product performance. A review of manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture.